Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction noisy and no image was due to damage on cable unit. Furthermore, the most probable cause of the malfunctions water tightness lost at cable unit and poor contact of camera unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited noisy and no image, had poor contact of the camera unit, and water tightness was lost at the cable unit. There was no patient involvement.